Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device quit working was confirmed. An assessment was performed on the device which determined the unit did not function. It was further determined that the wire insulation on the electronic control unit was damaged, the gear was frozen and corroded, the electric motor was worn, had rough rotation, and was noisy, and the seals were worn. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was observed that the battery reciprocator device stopped working. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.